Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event unknown / not provided. Device remains implanted.

Event description:
It was reported that when removing a broken screw they believe the implant threads may have gotten damaged as they cannot re-seat a new locator abutment.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp, tsv, 4.1, 10, mtx, mg (tsvt4b10) was not returned for investigation. Visual inspection could not be performed. The alleged damaged unknown locator abutment was not returned. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. The scope of this investigation is for the core product (tsvt4b10) the unknown locator abutment will be investigated by the supplier, (B)(4). Supplier ID: (B)(4). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported implant is located on an unknown tooth site (universal) and had been in use for approximately 11 months, 19 days at the time the issue was reported. The length of the locator usage is unknown. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1246280). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1246280) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events (damaged threads, does not seat) or product (tsvt4b10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction could not be verified, and the reported events were non-verifiable with the information provided. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes.